Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported helix anomaly was confirmed in the laboratory. As received, the helix mechanism extended and retracted within 11 turns, but not smoothly, due to a slightly bent helix. The root cause of the helix bent could not be determined. All manufacturing and quality control operations were verified. The lead exhibited normal electrical characteristics.

Event description:
It was reported that prior to implanting, the doctor noticed the helix would not retract. The lead was not implanted.